Event description:
Consumer claims while using her heating pad under her blanket and after 20 minutes, she smelled something burning. After taking the blanket off, she discovered the heating pad was burning and smoking. No reported injuries or property damage.